Event description:
Patient involved in a motorcycle accident (no helmet) with closed traumatic head injury, internal injuries, bilateral pneumothoraxes and multiple fractures. Patient required multiple surgeries and placement of tracheostomy tube. Patient on ventilator and noted to be losing tidal volumes. After assessment, noted that tracheostomy tube balloon had eroded the trachea. After removal of tracheal tube, further examination revealed the balloon to be elongated in shape with a area of herniation. (Balloon was not smooth, round shape) subsequently, patient had to be orally intubated.